Event description:
A user facility reported the airway tube on this laryngeal mask airway broke after it was inserted in a pt. The laryngeal mask airway was removed and replaced with another. There was no pt injury or problem. The user facility will not be returning the laryngeal mask airway for eval.